Event description:
It was reported that after implant, the patient went to a psych treatment center and desired to cut his system out. The patient did not like a "machine" in his body and wanted it removed. The pt felt that the stim was going to hurt him. The manufacturer representative claimed that the patient had a successful trial and psych evaluation prior to implant. The patient was scheduled for explant on (B)(6) 2012. The patient turned the stimulation off and it helped, but did not resolve the issue of wanting the stim out. To the best of the manufacturer representative's knowledge, the patient did not have any adverse reports about the stimulation sensation. Additional information reported that the "he (the patient)" was explanted on (B)(6) at his own request. A psych evaluation was completed prior to trial. The doctors were trying to figure out why this patient had a mental episode and why it was undetected prior to the trial. Patient outcome was not provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model#: 37714, serial#: (B)(4)) found no anomaly. Good, stable output was measured on all electrode pairs. Analysis of the lead (model#: 39565, serial/lot#: unknown) found no significant anomaly. The lead was cut through and returned in 3 segments; the continuity was deemed acceptable. No shorts between circuits were detected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.